Event description:
Additional information was received from a consumer. It was reported that the pump had flipped multiple times causing the catheter "wire to twirl up like an old phone cord." It was reported the revision occurred on (B)(6) 2015. The catheter was shortened and the pump was re-aligned and secured with stitches. At the time of the revision there was 5 days left of drug in the pump and the patient was never without therapy. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (2.5 mg/ml at 0.5007 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On approximately(B)(6) 2015, the pump managing physician had tried to refill the pump and she could not. She looked at the pump under fluoroscopy and the pump looked flipped. She contacted the neurosurgeon and said that the pump was flipped. The patient was taken to surgery the evening of (B)(6) 2015. When the surgeon opened the pocket, the pump was flipped. The catheter had twisted quite a bit. The surgeon chose to cut off a small portion of the catheter in the pocket and revise it with a catheter revision kit without problems. He was able to aspirate the catheter without any problems. The pump was refilled without any problems; the reservoir had the appropriate amount of residual drug (7.4 cc). The pump was connected to the revised catheter without problems. The issue was resolved. It was noted that t he concentration was changed at the refill during surgery to 4.0 mg/ml; the simple continuous dose remained at 0.5 mg/day. A bridge bolus was not done as the physician had aspirated the catheter during the procedure. The patient status was reported as "alive-no injury". As far as this reporter knew, the patient never experienced any withdrawal.

Event description:
Additional information was received from a consumer. On (B)(6) 2015, the patient felt the pump shift to where it looked like an ¿egg shape object¿ sticking out of the stomach. On (B)(6) 2015, the patient¿s physician¿s office was notified. The patient started to wear an elastic belt to hold it in place. On (B)(6) 2015 (also reported as (B)(6) 2015), the physician tried to access the port to refill the pump and x-ray indicated the pump had possibly flipped. On (B)(6) 2015, the patient was seen again to attempt to manually flip the pump; they thought it worked. On (B)(6) 2015, the patient was seen again and the physician still couldn¿t access the port. On (B)(6) 2015, the patient was back in the hospital for surgery. During surgery, it was noted the pump had flipped over an unknown number of times. The catheter tube was twisted like a phone cord and kinked. The physician repositioned the pump and stitched it into two separate areas and reduced the length of the catheter. On (B)(6) 2016, the hcp was able to access the port and the pump was refilled.